Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn and the torn piece missing. (B)(4)

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -8.5 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.